Event description:
It experienced constant voice hoarseness since implant which was present prior to stimulation. The patient was also admitted due to shortness of breath but no treatment was initiated and no physical problem with respiration was found. However the device was disabled. Information was later received from the physician's office. The patient was seen and while there was no written information about the ent visit as their electronic system does not have any record of his ent visit, the patient reported that he has been told he has paralysis. He also reported that his voice is getting better and would like to restart vns therapy. No additional or relevant information has been received to date.